Manufacturer narrative:
One used 4.5 mm full radius blade was returned for evaluation. The returned blade assembly was evaluated for shedding (seizing, broken, non-operative). The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. However it was observed that there was a significant degree of splay at the inner blade edge form. This splay is typically caused by the stresses induced in the blade tip, during forming, and released once the edge form is cut into the tip. The splay caused a reduction in the gap between the inner and outer blade tips resulting in friction and galling of the material, leading to shedding (seizing, broken, non-operative). A change to the design which in turn drove a change in the fabrication process for the inner blade has been affected which eliminates the splay condition. Additionally, steps at the assembly process have been initiated to screen for blade friction prior to packaging. A review of the device history record was performed which confirmed no inconsistencies (method code). After the evaluation the root cause could not be determined. Missing information from this report is identified as a blank, unknown and as no information ((B)(4).

Event description:
During a sad procedure it was reported that there was shedding. The doctor utilized another blade to remove the shedding fragments. It was indicated that no excessive torque was applied. No patient injury, complications, or delays were reported.